Event description:
It was reported that the patient presented to the clinic and complained of feeling different. Upon interrogation the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.